Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial and right ventricular leads exhibited oversensing resulting in inhibition of pacing. It was noted that the patient experienced some asystole. On (B)(6) 2018, the leads were capped and replaced. It was noted that the insulation was damaged on both leads during the procedure. The procedure was completed without any complications and the patient was discharged.